Event description:
It was reported that when a device was used during a laparoscopic tubal ligation, the device locked out. It is unknown how the procedure was completed or if there were pt consequences.